Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. Manufacturing location corresponding non sterile part: synthes USA hq, inc. Corresponding non sterile part 04.210.120 lot 7517942. This complaint is assessed as not related to sterilization. Vendor of the corresponding non sterile part 04.210.120 lot 7517942 is synthes USA hq, inc. Thus, DHR review for unsterile part should be performed at the us site. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the surgeon had difficulty in inserting the locking screw since the tapping function did not work well. Finally, it was forcefully compressed and could be inserted. It seems that cutting flute of va locking screw is bigger and not as sharp compared to standard locking screw's. Therefore the operation was extended 15 minutes. This report is 3 of 3 for (B)(4).